Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The unknown customer reported via phone call that their serter was damaged. Customer was unable to insert three sensors. The insulin pump alarmed sensor error. The customer was hospitalized due to their blood glucose level. Customer's blood glucose level was not reported. The device was not returned.